Event description:
It was reported to boston scientific corporation that stonetome was used in the papilla during a procedure. According to the complainant, during the procedure, while they are about to perform est (endoscopic sphincterotomy) on the papilla, they weren¿t able to cut through the target lesion due to current failure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found the return unit to be within specification. No visual failures were noted. The cutting wire length was measured to be within specification. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that stonetome was used in the papilla during a procedure. According to the complainant, during the procedure, while they are about to perform est (endoscopic sphincterotomy) on the papilla, they weren't able to cut through the target lesion due to current failure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(4) 2013. It is unknown if the active cord used with the stonetome is a bsc device, however, there were no complaints against the active cord and it was used to complete the procedure